Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral or incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh had torn away from the right side and was completely reperitonealized for almost the entire mesh. The mesh was removed in total and the recurrent was repaired. It was reported that the patient experienced severe pain, tenderness, bulging, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.